Manufacturer narrative:
Complaint conclusion: during the procedure, the angioguard rx 6.00mm 180 filter could not be capped due to device failure. The doctor had to open a new unknown filter in order to perform the surgery. There was no patient injury. The device was not returned for analysis. A product history record (phr) review of lot 35261869 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿capture system capture difficulty¿ could not be confirmed and the exact root cause could not be determined. Procedural and or handling factors such as vessel characteristics (although unknown) and the user¿s interaction with the device during the recovery process may have led to the reported event. According to the instructions for use ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Complaint conclusion: during the procedure, the angioguard rx 6.00mm 180 filter could not be capped due to device failure. The doctor had to open a new unknown filter in order to perform the surgery. There was no patient injury. The device was returned for analysis. One non-sterile angioguard rx 6.00mm 180 unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the delivery was returned for analysis. An unzipped condition was noted located approximately from 31 to 41 cm from the distal tip and the filter basket was already deployed. No other anomalies were observed on the components during the analysis. Functional analysis could not be performed, due to the unzipped damaged condition on the angioguard delivery sheath as received and the deployed filter basket. A product history record (phr) review of lot 35261869 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported "capture system - capture difficulty¿ was not confirmed since the functional test could not be performed on the deployment sheath due to the unzipped condition on the angioguard delivery sheath and the deployed filter basket as received. According to the instructions for use (IFU) ¿the filter basket is used for trapping emboli during coronary, carotid, and peripheral procedures. It consists of a thin, porous membrane supported by a fine metal skeleton. In the collapsed state, the filter basket has a very low profile. To exchange an angioguard rx emboli capture guidewire system that has captured its capacity of emboli: remove all interventional devices from the angioguard rx emboli capture guidewire. Prep the capture sheath as outlined in the preparations for use section, step 14 of section ix. Load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile.¿ it is reasonable to consider that the user¿s interaction with the device during use as well as vessel characteristics (although unknown) may have led to the reported event. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
One non-sterile angioguard rx 6.00mm 180 unit was received coiled for analysis inside a plastic bag. The device was unpacked to proceed with the product evaluation. During visual inspection, the delivery was returned for analysis. An unzipped condition was noted located approximately from 31 to 41 cm from distal tip. The filter basket was already deployed. No other anomalies were observed on the components during the analysis. Functional analysis could not be performed, due to the unzipped damaged condition on the angioguard delivery sheath as received and the deployed filter basket. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the procedure, the angioguard rx 6.00mm 180 filter could not be capped due to device failure. The doctor had to open a new unknown filter in order to perform the surgery. There was no patient injury. The product will be returned for evaluation.